Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient came in with an acute myocardial infarction. The xience stent was implanted before the clotting time was at a therapeutic level. The patient vomited the antiplatelet medication, brilinta. The stent became thrombosed requiring percutaneous intervention to treat the thrombus. Integrillin was administered. No additional information was provided.